Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was noted to have change in pacing threshold. The physician suspected that this could be due to micro dislodgement and opted to explant the lead. A new lead was successfully implanted as replacement. No additional adverse patient effects were reported.